Manufacturer narrative:
Report with FDA report ID number 2015691-2025-02148 was submitted for the third malfunctioned vwa.

Event description:
It was reported a vwca displayed inaccurate blood pressure values during an elective knee surgery. This issue occurred while troubleshooting of another malfunctioned vwca. Staff used a third cuff but issue continued. Staff eventually just stopped using the finger cuffs. The patient did not receive treatment for the inaccurate values. There was no patient harm.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A report with FDA report ID number 2015691-2025-02124 was submitted for the first malfunctioned cuff. A supplemental report will be sent when the FDA report ID number for the third cuff is available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned cuff. The reported pressure reading issue was not able to be confirmed. Finger cuff passed eeprom verification with unused status. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned finger cuff. Finger cuff sensor passed post-decontamination leak test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue could not be confirmed with product evaluation and no product nor process malfunction was identified. Product evaluation identified that this device was unused. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the manufactured units go through a visual inspection and electrical test. Per the operators manual, "inaccurate non-invasive measurements can be caused by factors such as excessive variations in blood pressure, poor blood circulation to the fingers, a bent or flattened finger cuff, excessive patient movement of fingers or hands, artifacts and poor signal quality, incorrect placement of finger cuff, position of finger cuff, or finger cuff too loose, and electrosurgical unit interference."